Event description:
The event involved a plum 360 infusion pump where the customer reported that the device was running medication but then returned to home screen and shut off meds. The pump was plugged in. There was no report of adverse outcome as a consequence of this event.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Manufacturer narrative:
The device was evaluated in the field. A full pvt test was performed to attempt to duplicate the reported issue of the pump shutting off. The reported issue was not duplicated. The reported issue was confirmed in history. History confirmed but not duplicated. Found e437 error and a low battery error on day of event. The field service engineer also found physical damage to front and rear cases and fluid shield. The battery was changed out as a precaution do to the pump rebooting.